Event description:
It was reported that the patient experienced muscle stimulation on the left side. The left ventricular (lv) amplitude was lowered and the lv vector was changed to lv ring to can. The lead remains in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.